Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 41 mg/dl at the time of the incident. The customer reported having problems with the sensor and transmitter. The customer reported talking the needle out and finding the part that goes into the body missing. The customer did not troubleshoot the issue. The sensor will be returned for analysis.